Event description:
The event is reported as: "complaint alleges that the sterile adapters break easily. The user had to change the adapter 2 times." No pt injury reported.

Manufacturer narrative:
The device history report (DHR) have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be established due to the lack of product sample or a picture showing the issue reported to perform a proper investigation and determine the root cause. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.